Event description:
The customer reported a minimum fill notification when attempting to load a new insulin cartridge into their pump. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through filling and loading a new cartridge onto the pump, which successfully resolved the issue, allowing the customer to resume insulin delivery. The customer declined assistance with placing the pump back into its case.